Manufacturer narrative:
.

Event description:
The customer reported that the speaker is not working. The device was not in clinical use at the time the issue was discovered. There was no allegation of an adverse event or any patient or user harm.